Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -10.5/1.0/071 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. Refractive surprise is observed. Cause of the event is unknown.